Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # j0320198v, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).

Event description:
A manufacturing representative (rep) reported that a patient was having a new lead placed, for reasons unknown, and when they were removing the lead from the patient, it broke and the partial lead was left implanted. The new lead was implanted. It was noted the patient was alive with no injury, there were no patient symptoms reported. The implantable neurostimulator (ins) indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.